Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a b30 error occurred during a colonoscopy involving an olympus colonovideoscope. The procedure was completed using an olympus backup device, and no patient injury was reported.